Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 12 minutes; according to the user, the time gap between the first and last result was 12 minutes (09:06 am to 09:18 am accu-chek instant forward meter test 1 - 347 mg/dl, accu-chek instant forward meter test 2 - 225 mg/dl, accu-chek instant forward meter test 3 - 187 mg/dl, accu-chek instant forward meter test 4 - 189 mg/dl, accu-chek instant forward meter test 5 - 254 mg/dl, accu-chek instant forward meter test 6 - 112 mg/dl. The blood glucose results were obtained from two separate strip vials from the same lot/expiry. The user could not provide which vial produced each result.